Event description:
The cardiologist attempted arteriotomy closure with a prostar plus 10 fr pvs device.he met with a slight resistance on deployment. Backdown was not successful. The subcutaneous track was enlarged by incision in order to access and remove the needle from the distal end of the barrel. The device was removed and a second prostar plus 10 fr pvs device was used for successful closure. The pt did fine following the procedure. Evaluation of the returned device indicated that the needle that did not present had not followed its intended track into the barrel of the device.